Event description:
The customer reported to their baxter sales specialist (bss) of a spike that was noticed to be broken when spiking a bag while using an interlink solution set, product code 2h6490, lot number unknown. The condition occurred during priming. There was no patient involvement. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The reported condition of broken spike was confirmed. One used sample of an unknown product code and lot number was received. The sample arrived out of the pouch; it did not appear to have been primed. Visual inspection could not identify the sample product code. It has the physical characteristics of a secondary set; the tubing length is approx. 32 inches. The set has a blue regulating clamp rather than a white on/off roller clamp. Visual inspection confirmed that the spike tip is broken off. There is also a small white particle inside the tubing near the luer end that resembles a spike fragment. Root cause of the break is undetermined. (B)(4).